Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances on the right ventricular (rv) channel. All other electrical parameters were stable and within range. The shock impedance trend was in range with a few out of range measurements. Lead damage was suspected but no noise was observed to support this suspicion. Boston scientific technical services (ts) reviewed data from the system and recommended troubleshooting. Ts also discussed that a shock impedance measurement of 0 ohms can be observed in the presence of strong electromagnetic interference (emi) sources. This ICD and the rv lead remain in service. No adverse patient effects were reported. Additional information was received that the patient was brought into the clinic for testing. Moving the arm and shoulder in wide circles was able to recreate the impedance measurement of 0 ohms. Additionally changing the shock vector showed a high out of range measurement of greater than 200 ohms. A chest x-ray was obtained and lead damage on the proximal coil was suspected. Additional information was received that this ICD and rv lead were replaced and changed out to another manufacturer. The rv lead was surgically abandoned and the ICD was retained by the hospital.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited low out of range shock impedances on the right ventricular (rv) channel. All other electrical parameters were stable and within range. The shock impedance trend was in range with a few out of range measurements. Lead damage was suspected but no noise was observed to support this suspicion. Boston scientific technical services (ts) reviewed data from the system and recommended troubleshooting. Ts also discussed that a shock impedance measurement of 0 ohms can be observed in the presence of strong electromagnetic interference (emi) sources. This ICD and the rv lead remain in service. No adverse patient effects were reported. Additional information was received that the patient was brought into the clinic for testing. Moving the arm and shoulder in wide circles was able to recreate the impedance measurement of 0 ohms. Additionally changing the shock vector showed a high out of range measurement of greater than 200 ohms. A chest x-ray was obtained and lead damage on the proximal coil was suspected.